Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the device dislodged. The procedure was terminated, and re-scheduled for a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the leadless implantable pulse generator (ipg) exhibited poor thresholds at several implant sites and the patient's myocardial tissue was suspected to be a contributing factor. Due to a decline in the patient condition the procedure has been cancelled for now and may be reconsidered in the future.